Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Once the amount of insulin remaining in the cartridge equals the static number displayed by the pump, the fill estimate began to count down as normal. It was also reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose level was 382 mg/dl.